Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 48 year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2023 due to local infection and local discharge, the patient underwent a surgical breast incision and drainage with removal of biozorb marker. On (B)(6) 2024 patient complained of left breast pain and left nipple discharge. At an ultrasound exam on (B)(6) 2024 was found a masslike seroma in the left breast. On (B)(6) 2025 during a medical visit the report indicates the patient developed postsurgical complications and infection. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device c.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.